Event description:
It was reported that the pacemaker switched to safety mode. While a device replacement has been recommended, no replacement has been scheduled at this time. No adverse effects to the patient have been reported, and the device remains in service.